Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller, nurse case manager, stated that patient didn't experience any improvement since this implant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfun ction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller, nurse case manager, stated that patient didn't experience any improvement since this implant and received a new implant. There were no further complications reported.